Event description:
Updated event description . It was reported that on (B)(6) 2020, the patient underwent a surgical repair of a non-union tibia with ria 2 when the ria tube assembly with a 10mm reamer head was advanced down the tibia and became stuck in the canal. After some backwards pressure by the surgeon the tube assembly came out but had split the tube assembly and another one was opened and replaced. The surgeon then proceeded with a 12mm and then 14mm reamer head without any additional problems. The ria 2 bone harvesting kit 520mm sterile also has to do with tearing. The sales consultant was present. There were fragments generated from the device and easily retrieved. No devices were implanted prior to ria 2 usage, a tibial nail was placed in this same surgery with no problems. No allegation with the drive shaft. There was a surgical delay of five (5) to ten (10) minutes. Procedure was successfully completed. Patient was safe at all times with no harm to the patient under anesthesia. Concomitant devices reported: unknown ria (part# unknown, lot# unknown, quantity# 1). Unknown ria tube assembly (part# unknown, lot# unknown, quantity# 1). 10mm reamer head (unknown reamers: reamer head) (part# 03.404.016s, lot# unknown, quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot: part number:: 03.404.000s, synthes lot number: 51p4069, supplier lot number: n/a, release to warehouse date: mar 30, 2020, expiration date: mar 31, 2021, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: part number: 03.404.000s. Synthes lot number: 51p4069. Supplier lot number: n/a. Release to warehouse date: 30mar20. Expiration date: 31mar21. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during the repair of a non-union of the tibia with the reamer/irrigator/aspirator (ria), the ria tube assembly with a 10mm head was advanced down the tibia and became stuck in the canal. After some backwards pressure the tube assembly came out but had split the tube assembly. Another one was opened and replaced, the surgery continued with a 12mm and then 14mm reamer head without any additional problems. There was a surgical delay of five (5) to ten (10) minutes. The procedure was successfully completed. There was no harm to the patient under. This report is for one (1) ria 2 bone harvesting kit l520. This is report 1 of 1 for (B)(4).